Event description:
Intended use: bact/alert® I ast culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi). Note: bact/alert® I ast culture bottle (ref.259786 ) is not ivd; the clinical equivalent is product reference 259786. Issue description: an industry customer in south korea notified biomérieux of false negative results in association with the bact/alert® iast culture bottle (ref. 259786, lot 0001057824, exp date: 8/25/2022) when testing a cream sauce. The customer confirmed they inoculated a bact/alert® iast culture bottle and an inst culture bottle with 10ml of diluted cream sauce. The bact/alert® iast culture bottle was negative while the inst culture bottle was positive. The bottle contents of the inst culture bottle were sub-cultured onto blood and nutrient agar and incubated in both aerobic and anaerobic conditions; both agar plates were positive for growth in aerobic and anaerobic conditions. The organism was tested with vitek ms; a "no identification" result was obtained. An identification test with 16s rna sequencing was performed; a result of bacillus infantis was obtained. There is no indication by the customer of any adverse event related to this report. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
Context: complaint investigation was initiated in response to one customer complaint relating to a false negative result in one (1) bact/alert® iast aerobic culture bottle (part number 259786, lot 0001057824, expiry date 25aug2022). The complaint (B)(4) is from an industry food customer, (B)(6) located in korea with contact date 07apr2022. The customer inoculated one bottle each, the aerobic bact/alert iast and anaerobic bact/alert inst with a sample of the food product, cream sauce. The inst bottle flagged positive and grew bacillus infantis. The iast bottle, inoculated with the same sample type, did not grow this organism. Iast bottle was not subcultured, and the customer noted the bottle graph was flat. The bottles were tested on a bact/alert® 3d b.50 instrument with incubation module serial number (B)(6) at 35°c. The customer provided screen shots of two bottle graphs with details, and an instrument backup. Investigation: *************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** root cause analysis and conclusion: based on the evaluation of data and information provided by the customer, there is one most probable root cause for false negative results with bact/alert iast culture bottle as per complaint (B)(4): materials: the customer analyzed the cream sauce product by diluting it with phosphate-buffered saline (pbs). Individual 10mls of this dilution were inoculated separately into bact/alert culture bottles (one (1) iast and one (1) inst). The iast bottle was p/n 259786, lot 0001057824, expiry date 25aug2022. The ingredients of the cream sauce are proprietary; however, there are three main sauces used in korean food called ¿jangs¿. Article: korea¿s own ¿mother sauces¿ chef hooni kim, the korea economic daily, feb 26,2021 (gmt+09:00); https://www.kedglobal.com>ked202102260003. Key point of this article are summarized below: ¿ korean food has a range of ingredients that are preserved, and many preservation techniques are used ¿ preservation of foods can be from fermentation, pickling, curing, aging, or dehydration ¿ fermentation techniques have become a key preservation method for korean foods ¿ fermented pastes or sauces made out of soybeans (jangs) are the basis of korean dishes ¿ three jangs are traditionally fermented with salt and are used to create all other sauces and marinades: doenjang: soybean paste ganjang: soy sauce, most supermarket ones are quick,fermented with wheat gochujang: soy powder, spicy due to vinegar, sugar, and garlic ¿ mass -produced jangs by large food companies are made by quick fermentation methods, usually by using wheat fermentation is an alternative way to preserve food product, especially in traditional korean food. Food components (e.g., soybean, vegetables, fish, and vinegar) are important contributors to the fermentation process. Article: korean traditional fermented foods-a potential resource of beneficial microorganisms and their applications, s. Dharaneedharan and m-s heo, journal of life science 2016 vol. 26. No. 4. 496-502, http://dx.doi.org/10.5352/jls.2016.26.4.496. Key points of this article are summarized below: ¿ traditional korean fermented foods were studied to isolate bacterial strains and evaluate their potential applications ¿ fermentation is a slow decomposition of organic substances by microbes or enzymes that convert carbohydrates to alcohol or organic acids ¿ fermentation is used as a preservation method to increases shelf-life of foods (e.g., meat, fish, vegetables) ¿ fermentation is primarily an anaerobic process (excess carbon dioxide (co2), no oxygen (o2), low ph (acidic)) converting sugars to alcohol ¿ bacteria and yeast are microorganisms with enzymatic capabilities for fermentation ¿ several korean foods best represent fermentation process (e.g., kimchi (cabbage), gochujang (chili paste), doenjang (soybean paste) bacillus infantis has been studied to support inexpensive fermentation processes in industrial applications such as food. Article: characterization of thermostable alkaline proteases from bacillus infantis sks1 isolated from garden soil, saggu sk, mishra pc (2017). Plos one12(11): e0188724.https://doi.org/10.1371/journal.pone.0188724. Key points from this article are summarized below: ¿ bacillus infantis sks1 is an alkaline protease producing bacteria isolated from garden soil and can be used in industrial production (e.g., food) ¿ identification of bacillus infantis was done by 16s rdna sequence testing ¿ optimized parameters (e.g., temperature, ph, media components) elevated the production of hydrolytic enzymes from bacillus infantis ¿ alkaline proteases produced by bacteria (e.g., bacillus infantis) are capable of existing in higher ph conditions ¿ these microorganisms are used to support inexpensive fermentation processes bacillus infantis showed maximum activity at 50°c and ph of 10, thermostable under alkaline conditions 40°c incubation temperature for bacillus infantis was optimal for the production of enzymes agitation rate plays a role in transfer of nutrients and oxygen. Low agitation provides maximum production of enzymes ¿ organic nitrogen sources (e.g., rice bran, soybean meal) for production of enzymes by bacteria is better for the fermentation process there are also food components that provide a natural antimicrobial affect. Article: food safety through natural antimicrobials, e.j. Quinto, I. Caro, l.h. Villalobos-delgado, j. Mateo, b. De-mateo-silleras, and m. P. Redondo-del-rio, antibiotics 2019, 8,208: doi:10.3390/antibiotics8040208, www.mdpi.com/journal/antibiotics. Key points of this article are summarized below: ¿ a study of natural antimicrobial compounds (e.g., plants, mushrooms) in relation to new approaches for food safety and shelf-life extension ¿ natural antimicrobial food preservatives (biopreservation) are an alternative way to provide food safety and quality to chemical or thermal processes ¿ herbs (e.g., oregano, garlic, onion) and spices (e.g., cinnamon, clove, ginger, pepper, chili) have the most antimicrobial properties derived from plants ¿ spices are different parts of plants (e.g., roots, seeds, leaves) and cinnamon shown antimicrobial activity against bacteria (e.g., bacillus spp.,) it is possible that fermentation was used to make the cream sauce. Fermented pastes or sauces made out of soybeans (jangs) are the basis of a variety of korean dishes. Fermentation would have compromised, and counter acted the oxygenated environment in the aerobic iast culture bottle. This would have created anaerobic conditions and a low ph (acidic) inhibiting the growth of bacillus infantis in the iast bottle that supports growth of bacteria requiring aerobic conditions and a ph of >4.6. It¿s possible that bacillus infantis could have been used as the source for fermentation process. If so, an accumulation of this bacteria could have prohibited the detection of growth due to an already excess amount of co2, passed the lag phase for organism growth detection in the iast bottle. In addition, certain food components to enhance taste (e.g., spices) have antimicrobial properties that will inhibit growth of bacteria. Certain spices in the composition of the cream sauce could have inhibited the growth of bacillus infantis in the aerobic condition of the iast culture bottles. Materials are a contributing factor to this complaint. Conclusion: ************* there is no evidence of any bottle malfunction with the bact/alert iast culture bottle lots. Monitoring and detection methods for bottle defects associated with potential false negative results are part of the manufacturing and quality control processes for bact/alert culture bottles. All aql inspections and quality control specifications must pass prior to the release of the product to customers. The probable root cause was attributed to sample composition of a food product that interfered with the conditions in the aerobic bottle which could not support the organism growth of the bacillus infantis.